Event description:
Olympus received a medwatch report, which stated: "the scope used during a successful colonoscopy procedure may not have been fully processed through the disinfection process. Following the prior procedure, the scope was cleaned manually with an enzymatic detergent and all channels were brushed with single use cleaning brushes. The scope was soaked in the enzymatic solution for approximately 20 minutes. The scope was tested for leaks and then completed a pressure washing process with enzymatic solution. It was rinsed with water and then air blown to dry it. The scope was placed into the medivator cleaning system, the lid closed, and the cycle started. However, the strips that document the automated process indicated an error occurred. It is unclear whether there was an error with the automated cleaning process or with the strip documentation process. The patient for whom the scope was used in the first procedure has no known infections disease. Both patients have been contacted and will be tested."

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the two affected patients were cultured and the test results were negative. The user facility reported that the first procedure in which the referenced device was used went well and the referenced device was manually cleaned followed by high level disinfection in the dsd-201 automated endoscope reprocessor (aer). The users were said to have removed the referenced device from the aer as the aer displayed a green light which served as an indictor to the users that the cycle had been completed without reviewing the reprocessing receipt which indicated otherwise. The device referenced in this report was not returned to olympus for evaluation. Based on the information provided, the cause of the reported phenomenon appears to be due to user error. This report is being submitted as an MDR in an abundance of caution.